Event description:
02 inhalers were clogged [device delivery system issue], no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events product delivery mechanism issue and no adverse event in a female patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 09-jun-2026, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date in 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: 69238-1291-1, lot no: ai25016, exp. Date: oct-2027, s/n: (B)(6)) and (ndc: 69238-1291-1, lot no: ai25018, exp. Date: oct-2027, s/n: (B)(6)) (frequency, and dose not reported) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On an unknown date in ((B)(6) 2026), the patient received 03 sealed medication boxes from the pharmacy. On an unknown date in (B)(6) 2026, the patient received an additional 03 sealed medication boxes from the pharmacy. On an unknown date in 2026, the patient started using the medication. The patient stated that the patient observed that 02 inhalers were clogged and further stated that another 01 inhaler was working fine and requested a replacement. Upon asking, the patient confirmed that the patient had followed all the instructions. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of events product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. This case was considered as serious. The reportability of this case was expedited. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction.